Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The ventricular sensing integrity counter is 2785 and all counts occurred since (B)(6) 2009. A high value of this count can indicate a possible intermittency in the system.

Event description:
It was reported that there were a few non-sustained ventricular tachycardia episodes which looked like noise on both channels. The physician thought that this was due to external electromagnetic noise causing interference simultaneously on both leads. Lead impedances were steady and the doctor did not think this was a lead issue. There was also a warning for high ventricular short interval count, which indicate oversensing. The device remains in use. No patient complications have been reported as a result of this event.